Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's belt clip broke while checking his blood glucose. The customer's blood glucose was 49 mg/dl. The customer confirmed that he was treating his blood glucose at the time of call. The method of treatment was unknown. Advised that a replacement belt clip would be sent. Nothing further reported.